Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a system error (se) 2240 (air in set) that appeared on the homechoice (hc) machine during use, while the patient was connected, in dwell 4 the home patient (hp) stated not all bags were properly spiked and connected. The hp stated that the supply bag was leaking at the connection to the supply line. There were no open clamps on any unused supply lines. The hp had disconnected sometime prior to the alarm and then reconnected. The technical service representative (tsr) had the hp cycle power. The hp said they would discontinue therapy for the day and the tsr informed them to inform their nurse of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was confirmed because and the root cause was determined to be a use error- the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a reported use error-failed to follow therapy steps was confirmed due to the patient stating all bags were incorrectly spiked and not properly connected during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.